Event description:
The complainant stated that the head function runs up unintentionally.

Manufacturer narrative:
The account isolated the issue to the head up/down function switch on the right siderail. The account has not completed repairs at this time. Account isolated the issue to the head up/down function switch on the right siderail. The account has not completed repairs at this time.